Event description:
Hill-rom received a report from the account stating the brakes were not working. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4)..

Manufacturer narrative:
The hill-rom technician found the internal hex on brake torque tube is stripped, causing the brakes not to hold. Per the hill-rom service manual, the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake torque tube to resolve the issue. Based on this info, no further action is required.